Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2022-01407 was sent in error. This is a duplicate for 6202344. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that while using the bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) that there was contaminated plates. The following information was provided by the initial reporter customer reports contaminated plates - lot #2166405.

Manufacturer narrative:
Initial reporter address 1: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) that there was contaminated plates. The following information was provided by the initial reporter customer reports contaminated plates - lot #2166405.